Manufacturer narrative:
At this time, the product has not been returned. When the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was an attempted implant. It was reported that the right ventricular (rv) lead was unable to be fully inserted into this device. The lead was able to be successfully inserted in a new ICD. No adverse patient effects were reported.